Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6298692. Medical device expiration date: 2021-12-31. Device manufacture date: 2016-10-24. Medical device lot #: 7324826. Medical device expiration date: 2023-01-31. Device manufacture date: 2017-11-20." Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. However, the plastic hub is placed under the cannula. Then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. In this case it is likely that a jam occurred, and the equipment dispensed silicone before the part was moved to the next station and it was not detected in the next process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot #s 7324826, 6298692 for this type of defect or symptom. Root cause description: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Rationale: CAPA not required at this time.

Event description:
It was reported that prior to use foreign matter was discovered where needle attaches to hub with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that the patient found foreign material on the needle where it attaches to the hub.